Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user's test strip had poor storage. Manufacturer contacted customer with follow up phone calls to assure the new product replacement is not displaying high testing results and functioning properly. Customer stated satisfaction with the blood testing results of 319mg/dl and with the new product replacement.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 313-416mg/dl fasting. Verified the strips expire 12/19/2017. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 415mg/dl and 454mg/dl fasting. Reviewed meter memory (B)(6) time is not correctly set. Customer called stating that he is a new user and that the blood glucose results given by his glucometer are high. Customer's range of 313-416mg/dl is non-fasting. Customer explained that before calling he obtained a result of 503mg/dl few minutes after eating. Customer detailed that his a1c test a few weeks ago resulted at 9.8% which was an improvement from the 12% that he had prior. Customer explained that his prescribed dosage for the lantus insulin injection is 50units but that he has been injecting higher units because he has not been able to obtain medical guidance from his physician. Customer also state that he takes oral medications: tradjenta and metformin. Encouraged customer to seek medical advice and attention; customer continued to decline. Customer stores his products in the kitchen and does not have control solution available. A follow up call was placed (B)(6) 2015- customer's condition had worsened from the time of the initial contact. Customer state that he had to seek out medical attention after we discontinued the call. He was hospitalized: (B)(6) 2016. Customer state that he was driven to mercy hospital emergency department. Customer presently does not have any diabetic symptoms. Customer was diagnosed of being severely anemic and hyperglycemic. Customer received a new prescription for novolog 6 units 3 times daily and iron supplements. Customer's glucose levels at the hospital were 260mg/dl. Customer was discharged today, (B)(6) 2016. There were no additional blood tests performed with the alleged defective device